Manufacturer narrative:
Concomitant medical products: 680r28 heart ring, implanted: (B)(6) 2016; 511212 competitor lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation (af) that was detected as ventricular fibril lation (vf) by the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No further patient complications have been reported as a result of this event.